Event description:
It was reported that a screw lag reamer was broken during a surgery. The surgeon did not remove the nailing guide and pieces were missing from what was returned to sterilization. It is unknown the harm to the patient. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). G2. Report source: france. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. The reamer was returned for investigation. The shaft of the reamer shows some scratches. The cutting edge of the reamer is fractured. The cutting edge of the reamer is fractured. Two fragments were returned. However, it cannot be confirmed if all fragments are accounted for. The fracture surface of the cutting edge of the reamer shows characteristics indicative of a ductile fracture. The fracture surface was further investigated under a scanning electron microscope, revealing dimples in the matrix and which describe a ductile forced fracture. Additionally, one cross-section in transverse direction was cut for microstructure analysis. The material exhibits a typical martensitic structure with embedded primary carbides and secondary chromium carbides, both fine and course, precipitated throughout the matrix. Further, hardness measurements were performed and found to be within the pre-defined specification. According to this examination, no material issues could be detected. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Review of the surgical technique for the zimmer® natural nail® system states under subsection "nail assembly and insertion" to "remove the guide wire from the nail using the guide wire gripper". Based on the available information, the reported event can be confirmed. According to the correspondence received during the inquiry into how the incident occurred, it was stated that "the surgeon did not remove the nailing guide." As per surgical technique, the guide wire from the nail has to be removed prior to lag screw reaming, as the guide wire can interfere with the reamer. Based on the results of the investigation, the root cause is attributed to user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.